Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141777.

Event description:
It was reported that the patient was experiencing high impedances on multiple contacts of one of their scs leads. The patient noted engaging in strenuous activities following their weight restrictions being lifted. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.